Event description:
It was reported that following a battery replacement on 2015 (B)(6) high impedances and a sudden loss of stimulation were seen on the right lead. As a result there was less than 50% therapy relief at the lead location. Reprogramming, impedance testing and x-rays were performed. On 2015 (B)(6) the patient had a lead replacement surgery to replace both percutaneous leads with two MRI compatible leads. Additional information has been requested regarding the outcome of the intervention. If received a follow-up report will be sent.

Event description:
Additional information received reported that the patient was receiving effective therapy and the explanted devices would not be returned as no issues were noticed. No further follow-up was required.

Manufacturer narrative:
Product ID 377760, lot# v011764, implanted: 2006 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).